Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient was taken on the hospital on (B)(6) 2017; the blood glucose results and treatment provided by the hospital were not provided. After the patient was stabilized, the hospital put the patient back on the infusion device. On the morning of (B)(6) 2017, the patient had a blood glucose result of 24.9 mmol/l and was diagnosed with ketoacidosis. The type of treatment the patient received was not provided. The patient was discharged from the hospital on (B)(6) 2017. The infusion device was requested to be returned for product evaluation.